Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported audio issue with the insulin pump as no beep sound observed. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was advised to discontinue the use of the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer returned insulin pump for an alleged absence of audio tone/absence of alarm found on october 19, 2022. The insulin pump passed the displacement test. The insulin pump had no audio tone during self test. Adjusted the audio options audio volume 1-5 and found no audio tone noted. However, the insulin pump passed the screen test, led test and vibration test. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Insulin pump was cut open to perform visual inspection and found a broken transducer wire on the electrical board 1. No corrosion or moisture damage found on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continued self test. The insulin pump passed the self test. No absence of audio tone/absence of alarm noted during the testing. Absence of audio tone/absence of alarm during self test was confirmed due to a broken transducer wire on the electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a serial number label missing and a end cap address label missing. Absence of audio tone/absence of alarm during self test was confirmed due to a broken transducer wire on the pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.